Event description:
It was reported during a rib fracture surgery, the surgeon installed the final plate using the low-profile primary guide (part number rbl2320). The guide was initially compressed, and the setting of the power system was reported to have been "correctly in compression mode". The surgeon was unaware the foot of the guide slider fractured and broke away from the guide and remained in the patient after the plate was installed. As this was the last plate installed, the primary guide was placed into a pile in the tray on the sterile table and not used again. The patient was sutured closed. There were no reported adverse patient consequences. Six (6) days after the surgery, the surgeon contacted the field representative to report an anomaly the surgeon observed on x-ray near the rib plates. It was then noted the broken portion of the guide remained in the patient. Per information received on (B)(6) 2023, an attempt to remove the broken portion of the guide was not made since the surgeon felt the patient was not suitable to return to the operating room, and at that time it was reported patient had passed away. The facility reported date of death as (B)(6) 2023, and per the trauma surgeon, the patient had passed away due to his initial, severe trauma injuries and not due to the primary guide device.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The device was manufactured in 2019. The returned low profile primary guide (part number rbl2320) was inspected under magnification. The primary guide broke directly across the slider and across the root of the first thread. The mode of fracture was a transverse brittle fracture. No fatigue lines were noted, implying an acute event occurred rather than fatigue from repeated use. The root cause of the broken guide could not be determined; however, a likely cause is over tightening of the primary guide during compression.

Manufacturer narrative:
On 24 october 2023, acumed, llc received notification of user facility medwatch report number mw5146273-1 from the FDA. The user facility had originally, incorrectly put the manufacturer of this device as micropulse, inc. Within the mw5146273 report. In the mw5146273-1 report, the manufacturer of the device was changed to acumed, llc. The user facility had been contacted by acumed, llc and confirmed they had submitted medwatch report number mw5146273 in relation to the event detailed within this report (3025141-2023-00504). Therefore report number mw5146273-1 is also related to the event within this report (3025141-2023-00504).

Manufacturer narrative:
On 18 october 2023, acumed's supplier (B)(4) notified acumed that they had received notification of user facility medwatch report number mw5146273 from the FDA. The user facility had incorrectly put the manufacturer of this device as micropulse, inc. Within the mw5146273. Acumed is the manufacturer of this device. The user facility was then contacted by acumed and confirmed they had submitted medwatch report number mw5146273 in relation to the event detailed within this report (3025141-2023-00504).